Event description:
It was reported by the affiliate that during an unknown laparoscopic procedure the device stopped working when the surgeon was trying to obtain hemostasis. User could not exchange device to continue procedure as none was available. Hemostasis was eventually achieved by other surgical means. The case was converted to open. There was significant pelvic bleeding. The patient was packed and sent to ICU. The patient was subsequently reoperated on and is in stable condition. No other information available.